Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient reported to the emergency department with syncope. The right atrial (ra) lead had suspected far field r wave oversensing present. Follow up with the patient's clinic indicates that the patient has not been seen. The lead remains in use. No further patient complications have been reported as a result of this event.